Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors, had experienced random no delivery alarms, insulin pump had rejected new batteries, batteries last less than a week on a few occasions and insulin pump had cracked around the battery casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.